Event description:
Problem with hearing aid failures: my pair of phonak exelia hearing aids have been returned to the manufacturer for repair 16 times in less than two years. Each time the source of the problem has been moisture intrusion caused by sweat. There was not any warning that sweat would be a problem when I purchased the instruments. Almost every time the units are returned for repair, they replace all the electronics. Phonak makes hearing aids that are water resistant and are equal in price to the ones I purchased and have requested that they replace my current instruments when they are returned for repair. The company said they will repair my haring aids but will not replace them with water resistant ones. They do not offer loans. They do not provide "loaner hearing aids" while my instruments are in for repair. There have been 16 weeks in the 3 last two years that I did not have my hearing aids available to me to hear with. This is a great loss when you are hearing impaired. The price of the hearing aids was (B)(6) not counting the additional accessories purchased (icom ((B)(6)), my pilot (B)(6), drying case ((B)(6)). I wonder if it is possible that I could get a refund so that I could purchase new hearing aids that are more reliable, if not could they at least exchange for the water resistant model.